Event description:
The hcp reported the patient had a catheter removal due to an infection. The hcp indicated the patient presented with signs of infection including fever, redness, swelling, drainage, and an incisional wound opening. The patient was not reported to have meningitis. Perioperative antibiotics were administered. The drugs used in the pump were lioresal (unknown concentrations/dose). The primary location of the infection was the device pocket. A culture was obtained of the device pocket and blood, but the organism cultured was not reported. The patient was treated with total device system explant and IV antibiotics and the infection resolved. See manufacturer's report #: 2182207200702472.